Event description:
It was reported the physician confirmed a lead fracture via x-ray. The lead will be replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the physician confirmed a lead fracture via x-ray. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: defib conductor fractured; proximal segment returned and analyzed.